Manufacturer narrative:
One cadd® cadd®-solis vip ambulatory infusion pump was returned for analysis in good physical condition. The customer's stated problem of error message, "unknown cassette type", was verified. The cassette detection pin was stuck. All three cassette detection pins will be replaced.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump alarm displayed "unknown cassette type". No report of patient involvement.